Event description:
The patient reported pain and a limp since primary surgery in approximately (B)(6) 2010. In (B)(6) 2011, the ball and cup were replaced due to infection but not the stem.

Manufacturer narrative:
An unknown cup was also mentioned in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in a supplemental report.